Manufacturer narrative:
This MDR is being filed based on the results of the analysis, which revealed that the zipwire had skive/cut damage with metallic core wire exposure. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. The specimen presents skive/cut damage with metallic core wire exposure 1.05 to 6.25cm and 7.10 to 8.40cm from the distal tip and spiral bend damage located 1.05 to 16.30cm from the distal tip. The returned specimen appears visually and dimensionally consistent with a hydro gw std s 150-038 device. The complaint of damage is confirmed. The damage presented by the specimen appears consistent with contact with another device. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval." The dfu precautions also indicate "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors have contributed to the event as reported. It was reported that the patient information is not available. If any further relevant information becomes available, a follow-up medwatch report will be submitted.

Event description:
Event description: it was reported that the tip of the wire became curly. They used another of the same kind to complete the case. No patient complications reported. Patient was fine. The problem was noticed during procedure and it occurred inside of the patient. Additional information reported that the zipwire was used with a semi rigid ureteroscope.